Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a return of symptoms. Her feet were hurting and she was in maximum pain. It was noted that the patient&#62688;feet were in pain 24 hours. The patient was to follow-up with a healthcare professional. The issue began on (B)(6) 2016 at 2 am. It was noted that the patient&#62688;original pain management doctor referred her to a different doctor who was now the patient&#62688;managing doctor for her device.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.